Event description:
It was reported that patient presented for follow up via merlin.net. A review of the transmission revealed multiple episodes of under-sensing that resulted in false pause episodes. No interventions were made. The patient was stable.